Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Evaluation of the device is currently in progress. Once the evaluation is complete, a follow-up report with evaluation results will be submitted.

Event description:
It was reported that ten days after starting to use the product, the customer found a crack in the flange of the tracheostomy tube. There was no patient injury reported.

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual and functional testing were performed. No problems or issues were identified during this device history record review. One (1) sample was received in used conditions, without its original packaging and with its certificate of safe handling. The sample was visually inspected at a distance of 12 inches under normal lighting for received unit. Sample was visually inspected in following components. According with visual inspection, condition reported in complaint was visible, however, this does not assure us that there was still a failure of the process. Mishandling by the user by not adjusting the tracheostomy device correctly could cause the rupture after ten days of use. Based on this the failure mode cannot be confirmed. More details about product were needed to perform a further analysis. The most probable root cause was that damage occurred during the use of the device since the breakage occurred 10 days after the start of use, not during initial device installation. No corrective actions were taken since the investigation did not reveal that the defect was caused during the manufacturing process.